Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected into the wing of the nose with juvéderm® volift¿ with lidocaine. The patient experienced "ischemia, onset of necrosis" on the nose. No other information was provided.